Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged headaches, breathing issues. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abanment foam. The manufacturer received additional information that patient also allegedheadache and dizzy . The medical intervention was not specified.